Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified radial vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. A pinhole was noted in the middle part of the balloon material. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient is in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).